Event description:
During servicing of a on-line blood gas monitor in the repair center, the hemocratic saturation probe failed the color chip testing with the manufacturing software. A new aux printed circuit board was tried and did not resolve the problem. A new probe was used which resolved the issue. Since the event occurred during servicing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.